Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/17/2019, mentor became aware of the following: primary augmentation was done in 1996, in 2000 she had a right deflation with right side replacement only. In 2003, right side deflated again with no date of explant and in 2005 her left side deflated with no date of explant. The information has been updated on this form. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report is for patient's left side that deflated in 2005 when the patient was 35. Related files: manufacturer report number: (B)(4) - patient's primary right side deflation. Manufacturer report number: (B)(4) - patient's right side deflation second time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent revision breast augmentation with an unknown size unknown saline implants and was presented with bilateral breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.